Event description:
Patient is 3 months post-operative for (l) total hip arthroplasty (tha). At 2 months post-operatively, the patient noticed a pop in their hip without pain. The next day the pt noticed squeaking in their (l) total hip arthroplasty.====================== health professional's impression======================older female who is about 2 months post total hip arthroplasty, noticed a pop localized to her tha in the late summer of 2010. She reports that she was walking in the office, caught her foot on the carpet, externally rotated her foot and felt a pop. She had no pain but the next day the patient noticed squeaking in her total hip replacement.